Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation, probable causes for the loss of image include: faulty printed circuit boards, a damaged cable, or a defective scope. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
While speaking with the olympus technical assistance center (tac), the customer was instructed to try multiple scopes. It was noted that the color bars were present until the scope was attached. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a diagnostic procedure while using the video system center, there was no video on the display. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.